Event description:
It was reported, difficulty advancing the vascular sheath during catheter placement; edge damage observed upon removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the device sheath outside of the patient with the t-handle intact. The dilator had been removed from the sheath and was not included in the photograph. No use residue was seen on the sample. Multiple areas of material crumpling at the tip of the sheath were noted. A longitudinal split was also observed at the end of the microintroducer sheath. The sheath was slightly bent. Although damage to the sheath tip was confirmed, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.